Event description:
It was reported that the handpiece continued to run when the trigger was no longer pressed. There was pt involvement, but no reported adverse consequences.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and a component failure was determined as the cause of the run-on condition. The component was replaced and the handpiece was returned to the customer.